Manufacturer narrative:
510k# unknown: device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6). Patient code (B)(4) used for: the blade would not lock intra-operatively. The surgeon had to change the index procedure and use a shorter blade, which locked properly. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part no.: 04.027.055s lot no.: l587173 manufacturing location: (B)(4) release to warehouse date: 04.oct.2017 expiry date: 01.sep.2027 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:: it was reported that the reported device was used in (B)(6) pfna (proximal femoral nail antirotation) surgery for proximal femoral trochanteric fracture on (B)(6) 2018. Although an inserter was turned clockwise for locking blade, the blade could not be locked. On the other hand, a replacing blade (one size shorter) was securely locked with the same inserter. The surgery was delayed by ten minutes. There was no adverse consequence to the patient. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product development investigation was completed. Complained issue (locking of the pfna blade with inserter) could not be replicated and/ or confirmed as reported problem could not be reproduced. Carried out functional test was passed successfully. The blade could easily be locked and unlocked as intended. Full functionality of the complained device could be confirmed. Moreover, visible sign at the tip of the blade may indicate strong contact with the nail during insertion, which could have caused some problems. However, this does not affect locking / unlocking mechanism of the blade. No product related issue could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: these dates were incorrectly reported as 01/30/2018 in the initial report. The correct date is 01/29/2018. Device malfunctioned intraoperative. Device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.